Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc quantum apex balloon catheter. There were numerous kinks in the hypotube, with solidified blood and contrast in the balloon and shaft/lumen. The balloon was loosely folded. An inflation device filled with water was used to try to inflate the device. Despite soaking in a heated water bath for 4 weeks, the device could not be inflated. Microscopic inspection revealed a pinhole 13mm and balloon damage (scratches) 13.5mm from the tip of the device. Microscopic inspection found no irregularities with the bond of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending artery. A 12mm x 2.50mm nc quantum apex¿ balloon catheter was advanced to the lesion. The balloon was inflated for 15 seconds at 12 atmospheres on the second inflation however blood was noted in the indeflator. The device was removed from the patient's body and it was found out that the balloon had ruptured. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed using a 2.5mm non bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending artery. A 12mm x 2.50mm nc quantum apex balloon catheter was advanced to the lesion. The balloon was inflated for 15 seconds at 12 atmospheres on the second inflation however blood was noted in the indeflator. The device was removed from the patient's body and it was found out that the balloon had ruptured. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed using a 2.5mm non bsc balloon catheter. No patient complications were reported and the patient's status was good.